Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that after the surgical implantation of the asr hip implant device, patient suffered symptoms and damage to his body including, but not limited to constant and severe pain and discomfort in his left thigh, left hip-joint, and groin; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; chromium and cobalt metal toxicity; muscle spasms, and other complications. Patient experiences pain and discomfort anytime he begins to walk, and when he moves from a standing to a sitting position and vice versa. Patient will likely undergo revision surgery sometime in (B)(6) 2011. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. I changed the asr hip to the asr cup and added the head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.